Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: plasmablade¿ tna - melted plastic housing ¿ when the surgeon removed the device from the patient the right side of the plastic housing was melted and exposed. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: plasmablade¿ tna ¿product number: ps300-002 ¿lot number: 0211826655 - new design ¿expiration date: 25-aug-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one returned plasmablade¿ tna device was received inside a cardboard box within one biohazard bag and one plastic bag with no packaging to fill the negative space. ¿the tyvek® lid was returned; the device information was confirmed against the information listed within gch from the tyvek® lid. ¿there was no paperwork provided. ¿device visual inspection: ¿the device is used with blood on the handle, shaft, and cord. ¿the adenoid tip was returned with the device handle, the adenoid tip. ¿the tna adenoid tip electrode wire and plastic housing, contain tissue and coagulum buildup, the plastic housing is melted, however, the electrode wire remains attached to the plastic housing and it not fractured, which visually relates to the reported complaint description; all other components appear in place and intact, image # 1 and image # 2. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode plastic housing is acceptable, image # 3 and image # 4. ¿acceptable damage: adenoid tip: ¿the wire remains intact ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿> 33% of the ¿wire square¿ is exposed. ¿the wire exhibits deformation with the excessive melting of the plastic housing on the right side. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance and can compromise the plastic housing and wire electrode. ¿see the reference pictures of a new adenoid tip for comparison, image # 5 and image # 6. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211826655 - new design - revealed there were no problems that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. The adenoid tip exhibits unacceptable wear with the excessive melting of the plastic housing on the right side, which failed to meet the acceptable damage requirements. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. I - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna ¿ IFU 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported the right side of the plastic housing on the plasmablade device melted. There was no impact to the patient.